Event description:
I used fixodent from 1992 until 2009. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2001 or 2002, I was diagnosed with neuropathy. I have not had a blood test yet, for copper or zinc. My neuropathy is permanent and I take pain and muscle relaxers as needed. I have tried every thing, but nothing helps much. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 1992 to 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.